Event description:
Drive devilbiss healthcare was notified of an incident involving a transport chair by an end user, who reported that the "frame broke," causing her to fall and sustain "cuts on both arms and one shin," which did not require stitches but did require "a lot" of wound care. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.